Event description:
It was reported that the patient experienced scrotum erosion with an inflatable penile prosthesis (ipp). It was suspected to be linked to the tubing of the device. A replacement surgery was performed. The physician did not have any additional information regarding this complaint. The device was returned and analyzed, and malfunction was confirmed via product analysis due to failing functional testing. Should additional information become available, it will be provided.

Manufacturer narrative:
Product investigation summary: erosion was reported. The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders and reservoir performed within specifications. When functionally tested the pump failed the 8 lb. Activation test. The pump required more than 8 lbs. Of force to activate. Review of manufacturing documentation was not performed as the serial/lot number for this component was not provided. The ship history review was not able to be completed as the required documentation was not available; unable to determine necessary component implant details and therefore, unable to determine an approximate ship date of component. No labeling review or risk review required per cis product investigation wi, (B)(4). Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered known inherent risk of device. This complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). Based on the results of this investigation, no escalation is necessary. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the patient experienced scrotum erosion with an inflatable penile prosthesis (ipp). It was suspected to be linked to the tubing of the device. A replacement surgery was performed. The physician did not have any additional information regarding this complaint. Should additional information become available, it will be provided.